Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 12 nov 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
Nebulizer low flow was reported; there was no report of a delay in therapy and/or harm or injury as a result of this reported event.

Event description:
Nebulizer low flow was reported; there was no report of a delay in therapy and/or harm or injury as a result of this reported event.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 12 nov 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Risk assessment: the ultimate risk is low, as that is the highest risk of the patient/caregiver and regulatory/compliance considerations: 1. Patient/ caregiver performed risk assessment with RMA-20013c rev 4. The complaint most closely aligns with risk ID r31 with a potential cause of hazard being "compressor air tubing leak". Severity = 6, likelihood of occurrence = 2, calculated occurrence = 2. Per ref-20001-c1 rev2, these levels indicate low risk. 2. Regulatory/ compliance: reviewed ref-20001-c1 rev2, and there is low regulatory/ compliance risk. 3. Brand recognition and customer impact: reviewed ref-20001-c1 rev2, and there is medium brand recognition/customer impact. Complaint history review: the complaint history was reviewed in grand avenue from reported dates 13-oct-2023 through 13-oct-2025, for part number so-1774be and failure mode "low flow". There were 3 other complaint(s) reported for the same issue and part number under (B)(4) during the same timeframe. Sales = (B)(4). Calculated occurrence (p1) = ( 4 complaint(s) / (B)(4) sold) x 100 = (B)(4). Occurrence ranking = (B)(4) - remote. DHR review: ksn2306-00371. Packaged 30-jan-2024. Ksn2007-02105. Packaged 09-jul-2021. Ksn2211-00186. Packaged 08-jun-2023. Based on the device history record (DHR) review there were no abnormal processing issues noted. All products/packaging were produced per the approved manufacturing procedures, specifications, and inspections.